Event description:
It was reported that the evolve proline implant that read 7.5 but clearly larger than what the box says.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the evolve proline implant that read 7.5 but clearly larger than what the box says.

Manufacturer narrative:
Please refer to h2, h3.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and stem diamter was found to be nonconforming to specifications. The device inspection determined the following: the stem was returned still attached to the evolve head. Attempts were made to disconnect the devices, however, they remained jammed. Digital calipers were used to measure the diamter of the stem. The stem diamter was confirmed to be 9.49mm. Based on investigation, the root cause was attributed to a manufacturing related issue. The failure was caused by an apparent mix-up during quality inspections prior to the laser marking process. A previous non-conformance has been initiated and necessary actions have been addressed in that record.

Event description:
It was reported that the evolve proline implant that read 7.5 but clearly larger than what the box says.